Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 511211 lead implanted: (B)(6) 2009; 7120 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting a failure to sense or capture and exit block was suspected. A cox-maze procedure performed at lead implant may have contributed to the lack of viable tissue in the vicinity of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.